Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a trauma case, the device was used to transect the bowel and the procedure was determined to be successful. Later the patient was determined to be unstable and was taken back again to the or for a re-operation. During the re-operation it was determined that the clot/hematoma at the staple line caused instability to the patient post-operatively. Surgical time was extended for more than 30 minutes and there was extended incision reported.